Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of non-responsive keypad. Customer states waking up to a low reservoir warming, and then noticed their keys were not working. The customer's blood glucose level was 202mg/dl. Customer states the esc and act button are not working. The customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. The insulin pump was unable to check for operating currents due to unresponsive buttons. No unexpected weak battery alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.